Manufacturer narrative:
On previously submitted report a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue. Previously submitted report was wrong it should be: the device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue.